Event description:
It was reported that the surgeon inserted a cq2015 collamer three piece lens and the back haptic tore. The lens was removed with no reported injury.

Manufacturer narrative:
Evaluation:visual inspection of the returned product found one haptic torn off, the lens optic torn and the other haptic torn off and missing. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.